Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for possible pump thrombosis. The patient was started on a heparin infusion. On (B)(6) 2018, the patient received a pump exchange for suspected thrombus. The patient is currently recovering. No additional information was provided.

Manufacturer narrative:
Device evaluation of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 15.75 inches from the pump housing and the distal portion was not returned. The sealed inflow cannula and outflow conduits were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus was observed adhered to the inlet bearing cup and the inlet bearing ball. This caused the bearings to be pulled out of their respective bores during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A tissue-like thrombus was observed on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a specific cause for the development of the thrombi and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the concern of pump thrombus. No specific symptoms related to pump thrombus were reported. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.